Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system "hung" before surgery. The case was postponed.

Manufacturer narrative:
The system was examined and the reported event was replicated. The hard drive was subsequently replaced and returned for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 20, 2016. Based on qa assessment, the product met specifications at the time of release. The hard drive was received for evaluation. A visual assessment of the returned sample found no visual nonconformities. The sample was installed into a calibrated system, where it failed to boot up, confirming that it was nonconforming. The root cause of the reported event can be attributed to hard drive. The manufacturer internal reference number is: (B)(4).